Event description:
Reporter alleged a discrepant blood glucose result of 97mg/dl on customer's complete system compared to a lab measurement of 44mg/dl when testing was performed two minutes apart. The testing was allegedly performed at the lab from the doctor's office, however, the reason for the doctor visit was not provided. Customer stated having no low glucose symptoms at the time and no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.